Event description:
The customer reported sporadic probe waste chamber errors and approximately ten milliliters of fluid leaked at the rear of the instrument and onto the bench during system shutdown involving the unicel dxh 800 coulter cellular analysis system. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted at the time of the event. There was no patient consequence associated with this event. The customer cleaned up the fluid using proper laboratory protocol. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed clenz cleaner solution was leaking from the drain pipe. The fse noted foaming during system shutdown. The fse replaced the rear blood detector for partial aspiration errors and tightened the cap screws on the probe waste vacuum chamber to resolve the errors. The fse performed system shutdown, daily checks and completed all controls to verify operation. The fse completed samples to verify system operation. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).